Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip (bent over 90 degrees) and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. How or when the blade became damaged could not be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument in the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported a dull knife during surgery. The procedure was completed with no harm to the pt.